Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke and weakness may occur during this type of procedure and are listed in the instructions for use as known observed and potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that one day post xact stenting procedure in the left internal carotid artery, the patient experienced a stroke with right hand and arm weakness. There was no reported treatment given. The condition is continuing but improved and the patient was discharged to a rehabilation facility on (B)(6) 2010. Though requested, there was no additional information provided.